Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was attempted for use in a patient for the endovascular treatment of a 4.6 cm abdominal aortic aneurysm. It was reported that there was difficulty retracting the graft cover. The handle was rotated about half way when it was discovered that the stent graft was being pulled down with the graft cover. The device was removed and a kink in the graft cover was observed. The physician stated that the cause of the event was anatomy related. The physician thought that the event was caused by the kink which possibly occurred as the result of severely tortuous vessels during insertion. A replacement device was used to complete the case. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the reported stent graft being pulled down with the graft cover while rotating the external slider was confirmed. During analysis the stent graft did not deploy until the graft cover moved the stent graft back to the stent stop cup allowing the stent graft to fully deploy. The stent graft was returned partially deployed. The cause of the partial deployment is unknown. It is possible that the user may have tried to recombine the graft cover to the tapered tip during removal, moving the stent graft from its intended location from the stent stop cup creating the 40mm gap between stent stop and distal end of the stent graft. The cause of the event cannot be conclusively determined however, may be related to the patient¿s anatomy in addition to user technique.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.